Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-01. H.6. Investigation summary: bd received 1 contaminated sample from the customer in support of this complaint. The sample was evaluated and the issue of damaged tubing was observed. Additionally, 10 retained samples from the bd inventory were visually inspected, and no damaged tubing was found. Bd was able to confirm the customer¿s indicated failure mode with the sample provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication and blood leakage or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: "when the tube was inserted for blood collection, the blood flowed through the wall of the tubing and not into the tube. There was a hole in the tubing, the packaging of the dm was however well closed and tight, the expiration date had not been exceeded."

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication and blood leakage or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: "when the tube was inserted for blood collection, the blood flowed through the wall of the tubing and not into the tube. There was a hole in the tubing, the packaging of the dm was however well closed and tight, the expiration date had not been exceeded."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.